Event description:
It was reported that the patient's leadless pacemaker exhibited loss of capture. X-ray imaging was performed, and the device had dislodged into the hepatic vein. The device was successfully retrieved. The patient condition was stable.

Manufacturer narrative:
Reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.